Event description:
The patient reported that last friday, (B)(6) 2026, they had a concerning experience with their omnipod insulin pump and free style libre glucose meter/sensor. The blood glucose (bg) level was 6 mmol/l (108 mg/dl) between 37 and 48 hours of wearing the pod. The patient stated because they know their glucose often drops when walking, they ate some candy beforehand. The patient¿s bg meter later read 16 mmol/l, and a small insulin correction was administered. After the correction the bg levels stayed high and showed the pdm on the screen, but when they unlocked the screen the personal diabetes manager (pdm) said no connection with sensor. At some point the patient reported experiencing hypoglycemic symptoms although the glucose meter continued to indicate that their glucose was high. Eventually, the patient did take some sugar, and shortly after the patient became unwell and had a seizure and felt slight pressure on their chest. The patient¿s symptoms also included shivering, could not speak normally, was weak in the legs, and fainted. The paramedics were called and upon arrival they removed the pod from their arm, and the bg levels were recorded to be 3.2 mmol/l (57.6 mg/dl). The patient was taken to (B)(6) to receive treatment. The patient was treated with intravenous (IV) fluid, but they were unsure what was being administered. The patient was administered insulin via a pen, and the patient could apply a new pod. The hospital performed blood tests and observed a concerning substance in the blood. The patient¿s heart had less oxygen because of the fainting, and they wanted to keep them in the hospital for 4 days total. The patient also received a cardiac catheterization. The patient was diagnosed with hypoglycemia, and they were concerned the patient had a heart attack because of the symptoms. Following the IV, insulin pen, and the new pod, the patient¿s blood glucose levels returned to normal at 6.2 mmol/l (111.6 mg/dl). The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.